Event description:
(B)(4).

Manufacturer narrative:
Information unavailable. Original submission sent (B)(6) 2014. Additional information requested and obtained: was the staple line incomplete. Staples did not come out and caused perforation of the bowel. Does not believe there was any staple line delivered. Did any staples deploy. No. Were the staples completely formed in the proper b form shape. Na. Was a leak test performed. After repairing the bowel, leak test performed. No leak detected. When patient returned to surgery, the issue was in a different location and unrelated to the device issue during the original procedure. What type of surgical intervention was required. Just sutured the bowel perforations during original procedure. Was there any patient consequence. Original procedure on (B)(6) 2014. Patient returned for a reoperation with a different area of the bowel on approx (B)(6) 2014. How was the procedure completed. Sutured the bowel perforations during original procedure. Did the surgeon hear a crunch when firing the device. Asku. Were the handles closed plastic to plastic. Unk. What confirmation did the surgeon receive that the anvil was firmly attached. Unk. When the device was fired, where was the indicator within the green zone/gap setting scale. Unk. Was buttressing material utilized. If so, which product. Unk. Was the instrument fired across or near an existing staple line or clip. Unk. Were any unexpected noises heard. If so, when. Unk. Were any of the forces higher or lower than expected (closing, firing, or opening). No.